Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2008 and a mesh was implanted. It was unknown which date the mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05702. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse, stress urinary incontinence, and urethral hypermobility. The patient underwent the concurrent procedure of a vaginal hysterectomy and anteroposterior colporrhaphy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that following insertion the patient experienced pain, erosion, recurrent urinary tract infections, blood in urine, kidney problems and recurrence of stress urinary incontinence. The patient has undergone additional surgeries and revisionary procedures. The patient underwent a hysterectomy on 09/15/2008. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to mesh erosion and infection. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginally exposed mesh in perineum on (B)(6) 2012.